Event description:
I got essure implanted in me, (B)(6) 2012. Since then, I have had extreme bloating in my abdomen area. My stomach swells up to where I look 7-8 months pregnant. It literally feels exactly similar to a baby pushing on my rib cage so hard that its difficult to breath. Which in addition, causes dizziness, headaches, blurred vision, and feeling like I am about to blackout. The bloating can last anywhere from 1 day to a week and then my abdomen area will just go completely flat until it comes back again. This has happened every week since I have received the essure. I have never had any abnormal medical problems until I received essure. I got the essure so I would not have to experience the symptoms of pregnancy ever again and the result has been the complete opposite.